Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the g5 mobile application shuts down with an error message and loud alert every hour. No additional patient or event information is available. Data was provided for evaluation. The reported error alert was confirmed via data. The root cause was determined to be a sql error.